Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prisma flex machine failed to alarm during a training session. The customer stated that the replacement and pre-blood pump (pbp) lines were both clamped off and delivering less than set, but no alarm occurred. The solutions were each programmed for 50ml/hr. The pbp and replacement solutions had under-delivered by 50 each. There was no patient involvement. No additional information is available.